Event description:
A hospital in (B)(6) reported that they had found that the bc3520 nasal prongs caused skin breakdown on the inside of the nares at the septum. The prongs were being used in conjunction with the fisher & paykel healthcare (fph) flexitrunk infant interface. No specific incident was reported. This was a general complaint reported by the hospital to an fph representative.

Manufacturer narrative:
The fph flexitrunk interface is designed to deliver non invasive positive pressure ventilation to a spontaneously breathing patient weighing up to 10 kilograms in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. The bc3520 nasal prongs are designed to be used with the flexitrunk interface. Method: the complaint nasal prongs were not available for investigation as they were not returned by the hospital. Our investigation was carried out based on information provided by the hospital and the results of previous investigations of similar complaints. Results: the hospital had not provided a complaint sample as there was no defect of the prongs. Rather this was a general report about this particular size of prong causing breakdown at the infants' nares. Conclusion: fisher & paykel healthcare currently makes 11 different sizes of prongs. With regard to the injury to the nares, fisher & paykel healthcare recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy while minimising the potential for skin irritation or septal injury. We also recommend cycling regularly between prongs and masks as per our user instructions. The user instructions that accompany the flexitrunk infant interface illustrate the correct interface set-up on the infant, and also state the following checks during use: - check patient frequently for signs of redness, pressure sores or irritation which may result from extended prong or mask use. Hourly checks are recommended. - alternating between mask and prongs can reduce the risk of irritation. Alternating every 4 to 6 hours is recommended following this report an fph representative visited the hospital and provided further training in use of the bubble CPAP mask and prongs. The hospital has had no further issues since this training.